Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4): the delivery system and stent were returned for evaluation with the stent separated from the delivery system. Visual evaluation of the device was performed and revealed no damage to the stent. The suture was found detached from the push catheter and was not returned for evaluation. The suture hole of the push catheter was torn. The guide catheter was completely retracted from the push catheter and was noted to be stretched and broken near the distal end. The broken proximal piece of the guide catheter was stuck with the guidewire. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during retraction of the guide catheter, likely leading to difficulty deploying the stent. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy, tight stricture, or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the stent was attempted to be deployed; however resistance was met and the guide catheter stretched. The stent failed to deploy. No other damage was noted to the device. It was also reported that a jagwire (bsc) was used during the procedure, however there were no issues or alleged malfunctions of the guidewire. The procedure was completed with another, unknown device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.